Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned two (2) used 32g x 4mm bd pen needles. Consumer reported needle clog during priming. Both returned samples were examined, and it was observed that both samples had broken non-patient end (npe) cannulas . No evidence of manufacturing defects were observed on either sample. The broken npe cannulas would be the cause for no flow through the pen needles, hence the consumer would think the pen needles were clogged, as reported. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula) root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "son of consumer reported needle clog during priming, stated that insulin does not flow through the needles. Problem occurred within the past few weeks. Consumer does not re-use."